Event description:
The device reportedly stopped pacing by itself during the reported event. Allegedly, no error message or audible tone was observed. Pacing was restarted and treatment was continued. The pt was not resusitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.